Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 47-51 mg/dl were recorded by continuous glucose monitor (cgm) from 6:29:36 pm to 6:44:36 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 6:29:36 pm. A total of 25.3233 units of basal were delivered on (B)(6) 2020 by 6:00:59 pm, approximately 29 minutes before the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 40mg/dl. Customer lost consciousness and required assistance addressing bg level with glucose gels and boosters. Customer alleged pump did not deliver insulin as intended. Reportedly, the pump resumed insulin after the customer had manually suspended insulin. Reportedly the customer reverted to manual injections for insulin therapy.